Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: revision spinal fusion procedure: spinal fusion levels implanted: l3 it was reported that intra-op, the tip of the driver broke while inserting the screw in normal fashion. The product came in contact with the patient, and after it broke, a fragment of the broken driver tip remained inside the patient. No patient complications were reported as a result of the event.